Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that devices had broken or stuck module release latches. To troubleshoot they will move the module to the other side and if it attaches, they will continue to use the module. This was reported to bd representatives during their site visit. There was patient involvement but no harm.